Manufacturer narrative:
Mild patient movement was observed during localized imaging, leading to suboptimal image quality and may have contributed to a perforated arcuate incision. No further clinical follow-up required.

Event description:
On 02/28/2025, doctor ((B)(6)) reported to cas that they experienced a perforated arcuate incision during procedure ID #(B)(6). Site is seeking review of the procedure.